Event description:
It was reported that the patient developed a pocket erosion from their bi-ventricular pacemaker on (B)(6) 2025. On (B)(6) 2025, the entire pacemaker system was removed without any complications. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).